Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, it was noted patient had elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05896 / 05897).

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, acetabular osteolysis and elevated metal ion levels were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6), 2005 and a right total hip arthroplasty on (B)(6), 2003. During post operative monitoring and testing, it was femoral osteolysis and elevated metal ion levels were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, acetabular osteolysis, leg length discrepancy, left acetabular malposition, left sclerosis within the acetabulum, and elevated metal ion levels were noted. In addition, patient reported left leg numbness. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision for either side.